Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from their coaguchek meter serial number (B)(4) compared to the result from a laboratories coag-sens method. At 11:35 am the meter result was 5.6 inr. At 11:37 am the meter result was 5.8 inr. At 1:00 pm the laboratory result was 3.9 inr. The customer's therapeutic range was 2.0 - 3.0 inr. The laboratory result of 3.9 inr was believed to be correct and the customer's warfarin dosage was held for 1 night based on the laboratory result. There was no allegation of an adverse event. The customer's hematocrit was 38.4 percent. The customer is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is on no new medications, has not had any diet changes, has had no additional illnesses, and has had no unusual bleeding or bruising. The customer's meter and test strip were requested for return. Retention test strips (lot 353503) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.